Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that while setting up for a da vinci-assisted surgical procedure, operating room staff contacted technical support to report that the system was powering on with a non-recoverable error 40096. Prior to calling, multiple restarts and a hard power cycle were performed without resolving the issue. The technical support engineer (tse) reviewed the logs and found error 311 indicating a golden image on the tower's msc. The tse advised that the system would need to be re-programmed by a field service engineer (fse). The customer planned to move the case to another da vinci system. There was no report of patient involvement.